Event description:
The caller alleged discrepant results when repeated inration self test and doctor's office test. The discrepant results are as follows: self test - 1.7, doctor's office = 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of repeated test using inratio at home and doctor's office provided by end-user at the time the complaint was filed: by the user testing 1.7, at doctor's office 2.5, average 2.1, sd 0.565685, %cv 26.945%. The %cv is greater than 20% and criteria is not met as per internal procedure, so functional testing will be performed as part of the complaint investigation. Product will be investigated.